Manufacturer narrative:
(B)(4). The customer reported that there was a problem with cardioversion. There was no report of pt impact or involvement. A philips field service engineer evaluated the device and could not reproduce the symptom. The device passed all testing and was returned to service. We cannot determine the cause because the symptom could not be reproduced.

Event description:
The customer reported that there was a problem with cardioversion.